Manufacturer narrative:
Section h6: adding 2654 - thromboembolism to patient code. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas IFU lists peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential postimplant complication and provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year 10 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was presented to lvad clinic with worsening left upper extremity (lue) edema and bilateral (b/l) lower extremity (le) edema, fatigue, and shortness of breath. The patient diuressed well overnight with IV bumex. The patient was still dependent with lue edema and b/l le edema. Left arm ultrasound was decided to be performed. The result of the ultrasound showed small area of focal thrombosis within the left basilic vein; no visible thrombus or stenosis within subclavian detected. Patient was discharged home, and on antibiotics acute cellulitis of left arm.